Event description:
Based on information reported to davol: (B)(6) 2011 - it was reported that the memory recoil ring was bent and that it had to be removed from the pt during the procedure. There was no report pt injury and the procedure was completed with another ventralex mesh.

Manufacturer narrative:
It was reported that the recoil ring of the ventralex mesh was bent. Currently, we are unable to determine the condition of the mesh as it was received by the user facility or what may have caused the reported bend. No sample has been returned and no photographs of the mesh have been provided. A manufacturing review was performed and did not find evidence of a manufacturing related cause for the reported condition of the mesh. It was also reported that the pt had developed mental adhesions to the mesh. Adhesions are listed as a possible adverse reaction in the product's instructions for use. If additional information is received, a followup MDR will be submitted.